Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and the following issues were resolved: "issues reported were related to rack jams in the machine at the rack infeed stations, the dryer and the dispense station. Jams were cleared, damaged machine components replaced and cleaning of racks and conveyor was performed. No quality issues or ncmrs were generated for this lot. All in-process and final inspections were found acceptable for this lot." Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) exhibited clotting. No serious injury or medical intervention.